Event description:
It was reported that during an unknown procedure, the anvil did not fix. It came off when they tried to close the anvil. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was placed on the device completely and without any difficulties. Although there is no conclusion as to what caused the reported incident, it is possible that the anvil was gripped by the locking springs while trying to reattach to the device; this would prevent the anvil locking onto the device. A batch record review was performed and no anomalies were found during the manufacturing process.